Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. The pump had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that their device fell while mowing the lawn causing the reservoir compartment to crack and alert motor error. Reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is 130 mg/dl. Customer was advice to disconnect from device and to refer to their health care provider¿s instructions. No further details or information available. The device will be returned for analysis.